Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. Symptoms were that the incision had opened up and there was oozing. The physician is not sure if the infection was device or procedure related. The patient was given IV antibiotics and was sent home with a PICC line. The patient was reportedly doing well and her symptoms were regressing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead with platnalock technology - 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.